Manufacturer narrative:
Additional information: b5: the reporter indicated that the surgeon implanted a 13.2mm vticm5_13.2; -7.50/4.0/084 (sphere/cylinder/axis) implantable collamer lens into the patient's left eye (os) on (B)(6)2022. Repositioning was attempted on (B)(6) 2022 and did not resolve the problem. On (B)(6)2023 the lens was explanted. In a separate surgery later that day a longer length lens of the same power was implanted. Additional information states the patient rubbed eye on (B)(6) 2023 causing a wound leak. The surgeon attempted to suture the wound and sent the patient to a different doctor for possible glue to close the incision; seidel and hypotony. Cause of the event was reported as unknown. The problem was not resolved. A lens work order search was performed and no similar complaint types were found in the same lens lot. D9: returned to manufacturer 05/01/2023. Claim# (B)(4).

Manufacturer narrative:
Lens work order search: no similar complaint type events reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticm5_13.2; -7.50/4.0/084 (sphere/cylinder/axis) implantable collamer lens into the patient's left eye (os) on (B)(6) 2022. The surgeon reports lens rotation with a planned replacement. Lens remains implanted. Attempts to obtain additional information have not been successful. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
Additional information: h3 - device evaluation: dimensional inspection found the lens to be within specifications. Claim# (B)(4).

Manufacturer narrative:
Additional information: h3 - device evaluation: the lens was returned in liquid in a vial. Visual inspection found the optic torn. Claim# (B)(4).